Event description:
Pt seen for evaluation of catheter. Dialysis reports bleeding under skin and around catheter with use. Catheter found to be fractured and was replaced with another 16 cm catheter and the pt displayed no further ill effects.